Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the operating room for a routine device change out. During the procedure. The physician noted that the setscrew was stripped. The physician attempted to rinse the setscrew out with saline, a second wrench was tried, the issue was not resolved. Finally after 2 hours the setscrew was removed. The patient remained stable throughout the procedure.